Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The inspiratory transducer tubing was found to be kinked. The tubing was repaired, resolving the reported complaint. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed, indicating that mechanical ventilation was not available. There was no report of patient involvement.